Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, (B)(6) 2026, they experienced diabetic ketoacidosis that resulted to hospitalization because her dexcom sensor did not alert her when she exceeded her set high threshold. No further details were able to be obtained as call got disconnected while initiating transfer to designated department, and customer patient can´t be reached. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. At the time of report, the patient¿s condition was unspecified. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.